Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product.  (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from the mid-section up to the distal end of stent were damaged and stretched in a distal direction over the distal tip. The undamaged proximal section of the crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 04-oct-2017. It was reported that crossing difficulties were encountered. The 93% stenosed target lesion was located in a severely tortuous and severely calcified mid-right coronary artery (rca). Following pre-dilation with a 2.5x15mm non-bsc balloon catheter, a 3.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.